Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/11/2016. The fse confirmed the diff mixing chamber was cracked causing the leak. The fse replaced the diff mix chamber resolving the issue. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported approximately 1 ml of contained fluid leaked from a cracked diff mix chamber in a unicel dxh 800 coulter cellular analysis system during normal instrument operation. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.